Event description:
Caller reported an incident of hyperglycemia requiring professional medical treatment as a result of a spirit insulin pump occlusion that occurred before an e4 alarm. On friday evening, customer tested her blood glucose prior to dinner around 7:00pm, result estimated around 200 mg/dl on non-accu-chek meter. Customer then administered a meal bolus; cannot estimate amount of bolus. Around 2:30am saturday morning, customer received an e4 occlusion error on pump. At this time, customer was feeling very nauseous and disoriented, attributed this to elevated blood glucose. Customer then proceeded to change her headset/tubing and received another e4 occlusion alert while trying to prime infusion set. Customer did not have a backup means of administering insulin, drove to a pharmacy. Pharmacy staff contacted an ambulance for customer and she was taken to hospital emergency room. While in ambulance, customer was administered an unknown IV. She advised that her blood glucose was tested using professional meter and reading was over 400 mg/dl. She was in emergency room for an estimated 3 hours. Upon release customer's blood glucose, was below 200 mg/dl. Has been on injections since this incident. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.